Event description:
Additional information received indicated that the surgeon confirmed that there was no issue with phacoemulsification tip. The white stuff was the viscoelastic that has been heated up by phacoemulsification tip during emulsification mode. The patient had recovered well.

Manufacturer narrative:
Additional information is provided in sections b.5 h.6 and h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events were not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery (with iol implant), when the surgeon depressed the foot pedal in the sculpt mode there was no aspiration with the system and also the surgeon noticed that there was some white stuff at the phacoemulsification tip. The surgeon withdrew the tip from the eye and the nurse to reprime the fluidic management system (fms) and retest the phacoemulsification handpiece. Then the surgeon noticed that there was slight wound burnt at the incision. After the reprime and retest of the fms and handpiece, the surgeon completed the surgery without further complication. The wound was closed with a few stitches of 10-0 nylon suture.